Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg will not be returned as it was kept by the facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred years ago from date manufacturer was made aware. Explant date: years ago.